Event description:
Same case as: 2134265-2014-04501, 2134265-2014-04618. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the automatic pullback was not working. The bsc imaging catheter was changed then a simulator was used and the system was rebooted, however, the problem was not resolved. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).